Event description:
The customer reported that mrx defibrillator battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This is a duplicate of report # 1218950-2015-03704.